Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies except for procedural damage.

Event description:
It was reported that the right ventricular (rv) threshold was exhibiting high thresholds. The rv lead was explanted, and a new rv lead was implanted. The patient remained stable throughout the procedure.